Event description:
On jan 14, 2010, the epilepsy dept reported an issue with veeg equipment in a room that was opened in (B) (6) 2009. It had been noted that the laterality of at least three pts' eeg findings did not correspond with the affected area of the brain. After troubleshooting by hospital personnel did not resolve the problem, carefusion was contacted for further support, at which time it was discovered that the MFR setting inverted the conventional software reading. Right was read as left and vice versa. This software setting was done prior to installation in the hospital and the users were not aware of this setting option. The inverted setting is used in (B) (6) and on a very limited basis in this country. Approx 60 pts were identified as having inverted readings, but medical management was not impacted.